Manufacturer narrative:
The device is not available for investigation; it was discarded after the procedure. There was no indication of product malfunction. Bin files were reviewed and did not show any system notices for the date of event. Bin files showed that at least 7 injections were performed with the catheter.

Event description:
Information received by medtronic indicated that the patient had a phrenic nerve palsy during ablation to the rspv. The procedure was stopped with no ablation to the ripv performed. The phrenic nerve palsy was still unrecovered when the patient was taken out of the operation room.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.